Event description:
The customer stated that her blood glucose readings had been higher than usual. She tested her blood glucose using her breeze2 meter and received a reading of 470 mg/dl. The customer's glucose was retested using another meter and that reading was 121 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluations. Replacement test strips were sent to the customer.